Manufacturer narrative:
The facility did not request service. No samples were returned for eval. There was no sample returned for eval and no add'l info provided related to this event. For this reason, steps could no be taken to replicate of confirm the reported event and the root cause is therefore unk at this time. A review of complaint for the last 24 months indicated 3 earlier reports and two add'l complaints that were reported concurrently with this complaint. An internal investigation has been opened to investigate the reports of this issue. (B) (4). (B) (4). (B) (4).

Event description:
Adverse event: "eye went soft" (intraocular pressure, delayed, uncontrolled). Product problem: no product problem reported (no known device problem). The facility reported that during surgery, an eye went soft twice during the case. The pt's eye did fine despite the soft eye during the case. No pt impact was reported.